Manufacturer narrative:
Pump received with blank display due to moisture damage on electronics assembly. Pump received with moisture damage on motor, battery tube, vibrator and keypad assembly. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
Customer's mother reported via phone call that customer removed insulin pump to go swimming and received a lost sensor alert. Caller was not able to clear alert due to buttons not responding. Customer's blood glucose was 167 mg/dl. Customer was advised that insulin pump would need to be replaced.